Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted into the lad. Approx 7 days post index procedure, the patient suffered acute nstemi. The nstemi was caused by stent thrombosis. The patient was treated with balloon angioplasty of the lad. The patient recovered. The investigator assessed the event as unlikely related to the index device but causally related to anti-platelet medication. Safety assessed the event as possibly related to the index device and causally related to anti-platelet medication.

Manufacturer narrative:
The investigator assessed the stent thrombosis as not related to the device but probably related to anti-platelet medication. Safety assessed the stent thrombosis as possibly related to the device and probably related to anti-platelet medication. The patient was not on dapt at the time of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated stent thrombosis of the target lesion stent, subacute stent thrombosis arc definite. Thrombotic occlusion after pci. Adjudicated target lesion revascularization is clinically driven. Also adjudicated mi is a non-q-wave mi (target vessel), udmi spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event was treated with medication change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
100% stenosis of the lad was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.